Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the lcd screen replacement is required due to malfunction of display. Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device need lcd screen replacement was required. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.